Event description:
The customer reported that the system's control panel didn't display numbers and displayed an error message. No pt injury was reported.

Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The connectors on the control panel processor circuit board and the power supply were reseated. The sys was tested and operates as intended.